Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 extension cable. It had a tear in the black outer covering. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use were observed. There was no blood observed. The cord was observed to have a slight nick/tear in the outer black protective sleeve. There were no wires exposed. Based on the returned condition of the device and the results of the evaluation, the reported failure "break" was confirmed. This is a reusable OEM device. Therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 extension cable. It had a tear in the black outer covering. A replacement device was used to complete the procedure. No patient involvement.